Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that at the end of therapy, under infusion was noted on a smiths medical cadd legacy plus pump. The reporter indicated that the patient noted the pump said it had 14 hours to go, when it should have been done based on the calculations and the customer double checked rate/volume, etc. The reporter also indicated that the customer could not figure out why the pump was showing extended run time and the customer felt like "the elderly patient who is hard of hearing was getting it kinked at night and didn't know it". No adverse effects were reported.